Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The field service engineer (fse) evaluated the unit and verified the reported problem. The fse found that the unit would need a new data acquisition (da) board. The fse replaced the da board to resolve the reported issue. The da board was returned for failure investigation (fi) and visual inspection of the returned part shows extensive mechanical damage likely from shipping documented across unit. The reported issue was thrown during testing, due to the extent of damage noted across pcb this error cannot be considered replication of the original complaint. Further power-on testing cannot be performed due to state of board. Due to the damage on the returned device, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit is alarming check vent :proximal pressure sensor auto zero failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.